Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot# 7727801: manufacturing date: 05/07/2019, expiration date: 05/05/2023. Lot# 6817593, manufacturing date: 04/03/2014, expiration date: 04/30/2018. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 450cc and experienced a deflation on an unknown side post-operatively. The patient indicated they were involved in a vehicle collision. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The serial number for the complaint device is either (B)(4) but it is not conclusively known which at this time. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
On 11/22/2019, it was noticed that section b1 was erroneously left blank on the previously submitted report. Manufacturer¿s reference number: (B)(4).